Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump alarmed a pump error 39 during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement accuracy test due to unexpected pump error 39 alarm. The pump passed the self test and active current test. The pump failed the sleep current test. Successfully downloaded pump history files and traces using thump software. Pump alarmed 7 pump error 39 alarms on the event date of (B)(6) 2023 at 09:41:19.000, 09:41:50.000, 09:42:21.000, 09:47:41.000, 09:58:44.000, 09:59:18.000, and 10:02:35.000. Pump alarmed pump error 41 on the event date of (B)(6) 2023 at 09:39:32.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, dried insulin on the motor slide, and moisture damage on the electronic assembly. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, scratched case, cracked keypad overlay, stained keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Pump error 39 was confirmed during testing due to dried insulin on the motor slide. Battery cap contact missing was confirmed during testing. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Pump error 41 was confirmed in the pump history files and traces due to dried insulin on the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer faced motor current error detected (pump error 39) no harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to clear the alarms but the rewind was unsuccessful. The customer will discontinue to use the pump. The insulin pump will  be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.